Event description:
It was reported that the doctor was trialing the mdm system with a 38d trial liner, 22.2 v40 standard head and 0 degree trial sleeve. Doctor stated that the system didn't feel right. He thought that the sleeve did not sit properly on the trial neck trunion.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 0 degree trial sleeve. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding assembly of an adm/mdm v40 trial sleeve and adm trial insert onto a neck trial was reported. The event was not confirmed. Method & results: there were numerous scratches noted inside the sleeve consistent with use of the device. It is also noted that plastic is melted on one face, that masks the catalog number of the part. This type of damage is consistent with the device being exposed to excessive heat. A possible source of this could be the cleaning procedure at the hospital. Additional information was requested to determine how the devices were cleaned. No medical records or x-rays were made available for evaluation. The event relates to trials which are not implanted. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that have been no other events reported for this lot. Conclusions: an event regarding an assembly issue between adm/mdm monopolar trial heads and trial sleeves was reported. The catalog of the sleeve reported was 1235-v-1000. Two devices from different lots were returned for evaluation. From the information available it was not possible to determine which trial was used in surgery. A visual inspection of the device reported under this pi noted that there were marks consistent with use and that the plastic was melted on one face of the device. The melted plastic is consistent with the device being exposed to excessive heat and additional information was requested to determine how the devices were cleaned. Information received from the sales rep did not confirm if the stryker cleaning protocol was followed but did indicate that the hospital autoclaved the instruments. As per stryker cleaning protocol: stryker orthopaedics has validated an autoclave cycle for sterilization of complete re-usable instrument cases/ trays. All stryker orthopaedics reusable instruments must be cleaned and sterilized to prepare them for use. Steam autoclave (moist heat) sterilization using a pre-vacuum (forced air removal) cycle is recommended. This document also gives instructions for inspection to determine when an instrument has reached the end of its serviceable life and must be replaced. Stryker orthopaedics does not define the maximum number of uses appropriate for re-usable instruments. The useful life of these devices depends on many factors, including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the instrument before use is the best method of determining the end of serviceable life. As a result of the melted plastic it was not possible to functionally test the device. However, although it was not possible to functionally test this particular device the device from the other lot was tested and found to be functionally compliant. Furthermore information regarding the surgical technique was provided and this indicated that the surgeon assembled the sleeve to the trial neck and then attempted to assemble the insert. Based on this information the supplier concluded that the sequence of operations performed by the surgeon to assemble the trial neck with the trial sleeve and the trial head was not performed according to the surgical protocol. As per the surgical protocol: place the trial sleeve that corresponds to the desired femoral head taper and offset into the appropriate insert trial by firmly pushing the sleeve into the inner geometry of the insert trial. Correct assembly of the trial sleeve and insert trials will produce an audible click. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the doctor was trialing the mdm system with a 38d trial liner, 22.2 v40 standard head and 0 degree trial sleeve. Doctor stated that the system didn't feel right. He thought that the sleeve did not sit properly on the trial neck trunnion.